Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The reason for the explant was that the patient's lead had migrated that caused discomfort and unwanted stimulation in the abdomen. Device malfunction was not suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.